Manufacturer narrative:
According to the facility, on (B)(6) 2025, a triple lumen catheter was inserted, and upon rn assessment, there was "no blood return from the white port". Per the facility, after administering tpa on (B)(6) 2025, there was still no blood return, and "no other ports (blue, white, or brown) were producing any blood return until (B)(6) 2025". A peripheral IV was inserted after placement of central line. No serious injury has been reported. The product is not available for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2025, a triple lumen catheter was inserted, and upon rn assessment, there was "no blood return from the white port".